Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience prime instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It should be noted that the stent placement - precautions section of the IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). The 2.5 x 08 mm xience prime is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery with mild tortuosity and heavy calcification. Pre-dilatation was performed and the 2.5 x 08 mm xience prime stent was deployed; however, a dissection occurred. The 2.75 x 8 mm xience prime stent was implanted for treatment, but the dissection continued to grow. Another xience stent was implanted to treat the dissection. There was no clinically significant delay in the procedure. No additional information was provided.